Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed again. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Revised; implants backed out; blunt tip screw.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event description: it was reported that the products were implanted on (B)(6) 2020. Two weeks post-implantation three of the proximal screws backed out from their position and hence revision surgery was conducted on (B)(6) 2020 during which all implants of the initial surgery were explanted. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. No medical data like x-rays have been received. Product evaluation: no product was returned for an investigation, therefore no visual and / or dimensional analysis could be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the products were implanted on (B)(6) 2020. Two weeks post-implantation three of the proximal screws backed out from their position and hence revision surgery was conducted on (B)(6) 2020. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the available information, the reported event cannot be confirmed. No x-rays have been received to analyze the implant positioning and bone quality of the patient. Based on the investigation it could be assumed that possible contributing factors to the migration of the screw might be multifactorial related to either patient condition and behavior, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: proximal humerus, right, ã¿ 11x160mm; catalog no#: 47-2496-160-11; lot#: 2995290. Blunt tip screw, ã¿ 4x48mm; catalog no#: 47-2486-048-40; lot#: 3006015. Cortical bone screw, ã¿ 4x24mm; catalog no#: 47-2486-124-40; lot#: 3010591. Cortical bone screw, ã¿ 4x24mm; catalog no#: 47-2486-124-40; lot#: 3010594. Washer small; catalog no#: 47-2488-000-04; lot#: 3006467. Proximal humerus nail cap, 0mm; catalog no#: 47-2488-010-00; lot#: 3006469. Therapy date: (B)(6) 2020. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implants backing out.